Manufacturer narrative:
(B)(4). The device was manufactured between 6/20/2014 and 6/27/2014. An event indicative of a potential malfunction of the disposable minicap was identified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. As the minicap was not returned, a device analysis cannot be completed. Should relevant additional information become available, a supplemental report will be submitted.

Event description:
This is a report of inadequate iodine in a minicap that occurred before use by a patient. There was patient involvement; however there was no patient injury, medical intervention, or adverse reaction indicated with the reported condition. No additional information is available at this time.